Event description:
It was reported that during a procedure to revise the rv lead, infection was found around the lead sutures. The system was explanted. Patient condition was stable with no complications.